Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information indicates the 2.25 x 15 xience alpine stent delivery system (sds) was unable to pass the lesion due to the anatomy in the mildly calcified left anterior descending coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.25 x 15 xience alpine stent delivery system (sds) was inserted but was unable to pass the lesion. When the sds was removed, the stent dislodged from the sds balloon outside the body. Another same size xience alpine was used to complete the procedure without further incident. No additional information was provided.